Event description:
It was reported that the patient underwent a trabeculectomy in 2003. One week post operatively, the patient presented with a leaking incision and was returned to surgery for revision of the surgical wound.